Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: humeral nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon removed (2) unk - screws: humeral nail. It appears that two screws perforated the head based on the preoperative x-ray. All the implants were also removed. The primary surgery was unknown. No complaints are adverse events have been reported. The procedure and patient outcome were unknown. Concomitant devices reported: unk - nail head elements: multiloc humeral screw (part#: unknown, lot#: unknown. Quantity: 1), unk - end caps: multiloc humeral nail (part#: unknown, lot#: unknown. Quantity: unknown), unknown multiloc humeral nail (part#: unknown, lot#: unknown. Quantity: 1), unk - screws: locking (part#: unknown, lot#: unknown, quantity: unknown). This complaint involves (2) devices. This report is for (1) unk - screws: humeral nail. This is report 2 of 2 for complaint (B)(4).